Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and neuromuscular problems. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to mesh exposure. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency and urgency.